Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the shaft disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
12/31/1998- supplemental report sent to FDA.